Event description:
Reporter indicated that vns pt had passed away. The death certificate listed the immediate cause of death as multiple organ failure, due to (or as a consequence of) hemorrhagic infarction of distal small bowel. The pt died while in the hospital. The manner of death was listed as natural. An autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.